Event description:
Super turbovac was plugged into machine and started alarming with an e7 error code flashing. Machine was restarted and probe was tried again with the same effect. New probe was use without issue. No harm to patient.